Event description:
It was reported that the patient developed an infection 3 months later from surgery. A secondary debridement surgery was done, took out the code number (B)(4) insert, found that the insert was seriously worn.

Manufacturer narrative:
The associated genesis ii ps insert was returned and evaluated. The device was manufactured in 2017. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Our investigation including a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A lab analysis performed on the device noted scratches are present on the articulating and non-articulating surfaces of the insert. The anterior locking detail is deformed, likely due to removal. Indentions on the post were also observed. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.